Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a software error detected alarm and hardware low level failure alarm. The customer reported that the insulin pump did not pass the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarm during testing however, the formatted history file confirmed software error detected due to a software error. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor.